Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reports that a 92 year old male patient presented with acute myocardial infarction and cardiogenic shock requiring impella support. During support, a left ventricular perforation was discovered and the device was removed. The perforation was repaired and a intra-aortic pump was used to continue hemodynamic support. The patient was sent to ICU to recover.